Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 145 mg/dl. The customer stated the up button will not work. The customer stated that he attached the device to his waist with the belt clip and work fined at lunch. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up keypad dome. The keypad connector found close properly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.